Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm while attempting to bolus. Customer also reported to have received a no delivery alarm which was resolved with an infusion set change. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.